Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, mildly tortuous, narrow, and non-calcified de novo lesion in the distal femoral vein. A 4.5x80mm supera peripheral self-expanding stent system (sess) was prepared per the instructions for use and no damage was noted. The vessel was prepared per the recommendations. A 6f crossover sheath and a 0.018 non-abbott guide wire was used to deliver the sess to target lesion. The stent was being deployed per the recommendations. The thumb slide was pushed forward to the second lock; however, no stent was delivered to target lesion. The second lock was unlocked and the thumb slide was advanced in order to release the stent and the thumb slide was pulled back. Both locks were locked again. The delivery system was pulled back over the guide wire into the sheath, but it got stuck. An angiogram was taken and it was confirmed that the stent was not deployed and the delivery system were stuck in the sheath. The sheath, stent, and delivery system were removed from the patients anatomy in one piece under fluoroscopy. Once outside the anatomy, the cath lab staff pulled the delivery system from the sheath and the tip of the delivery system separated. The procedure was successfully completed with a non-abbott stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The deployment difficulty and difficulty removing were unable to be confirmed as the stent had already been fully deployed. The tip detachment was confirmed. It should be noted that the supera instruction for use (IFU) instructs to use fluoroscopy at all times during stent deployment and during removal of the delivery system post deployment. In this case, failing to use fluoroscopy during deployment contributed to the difficulty removing and tip detachment; however, the initial event of deployment failure was not related to the IFU deviation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deployment issue. The difficulty removing and tip detachment was likely due to operational context. Although a cause for the deployment issue could not be determined, it may be possible that the distal shaft was bent or entrapped within the anatomy such that the ratchet efficiency was compromised and unable to fully deploy the stent; however, this could not be confirmed. Additionally, withdrawing the delivery system with a partially deployed stent would cause difficulty removing and may cause the tip to detach when the withdrawal forces of pulling the partially deployed stent through the reduced diameter of the introducer sheath, exceeding the tensile strength of the tip lumen. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Correction: the stent used in the procedure was a 4x80mm supera, not a 4.5x80mm supera as originally reported.